Event description:
During a pta/stenting treatment procedure, the stent system locked up on the guidewire post stent deployment. The physician removed the stent delivery system and the guidewire as a unit. The lesion was rewired and lesion patency was confirmed. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'stable'.